Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2010: (B)(6), do. Indications: ¿the patient is a 55 year-old female who had previous gallbladder surgery. Through that incision, she has developed a recurrent incisional hernia, large bowel-containing mesenteric inflammation concerning for early vascular compromise. She was consulted on the risks and benefits of hernia repair with mesh including bleeding, infection, mesh infection, recurrence, and bowel injury. She consented in full.¿ implant procedure: incarcerated paraumbilical hernia repair. Implant: gore® dualmesh® biomaterial [1dlmc04/7224812]. Implant date: on (B)(6) 2010 (hospitalization dates unknown). On (B)(6) 2010: (B)(6), do. Operative report. Preoperative and postoperative diagnosis: incarcerated incision paraumbilical hernia. Anesthesia: general. Complications: none apparent. Estimated blood loss: minimal. Drains: 10-french jackson-pratt in the subcutaneous tissue. Pathology: none. Description of procedure: ¿the patient was taken to the operating suite and placed in the supine position. General endotracheal anesthesia was administered. The abdomen was prepped in the routine sterile fashion. A midline incision was made just above the umbilicus down to just below the umbilicus. I dissected down to the subcutaneous tissues. I identified 2 separate hernias. I connected the fascia bridge and sored the neck of the hernia with electrocautery. I freshened up the edges all the way around. I dissected back to healthy fascial tissue. This left us with about a 10 cm defect. A 15 cm dual was then tacked in place using 0 prolene, 4 tacking sutures, running each suture to the next for circumferential repair with dual mesh. With the mesh in place, the fascia was closed over the top of the repair with a #1 vicryl suture, I closed the subcutaneous tissue with interrupted 3-0 vicryl suture. The skin was closed with staples. A 10 french jackson-pratt drain was placed in the subcutaneous tissue. Sterile dressings were applied. The patient tolerated the procedure well. All sponge and instrument counts were correct at the end of the case.¿ on (B)(6) 2010: (B)(6) center. Implant record: ¿gore dualmesh® biomaterial.¿ ref catalogue number: 1dlmc04. Lot batch code: 7224812. W.l. Gore & associates. Explant preoperative complaints: on (B)(6) 2012: (B)(6), do. Indications: ¿the patient is a 57-year-old female with a chronic draining wound in the area of her previous mesh repair. CT scans showed marked inflammatory changes. Multiple course of oral antibiotics have failed. She was counseled on the risks and benefits of removal of the mesh, including bleeding, infection, recurrence of her hernia, intra-abdominal abscess, and cellulitis.¿ explant procedure: removal of infected mesh. Explant date: on (B)(6) 2012 (hospitalization dates unknown). On (B)(6) 2012: (B)(6), do. Operative report. Preoperative and postoperative diagnosis: infected mesh. Anesthesia: general. Complications: none apparent. Estimated blood loss: minimal. Drains: 10-french jp in the subcutaneous tissue. Pathology: none. Technique: ¿the patient was taken to the special procedures room and placed in the supine position and general endotracheal anesthesia was administered. The abdomen was prepped and draped in the usual sterile fashion. An incision was made through her old incision and we dissected down to the anterior abdominal wall. A large hernia was also encountered. I scored the neck of the hernia and entered the abdominal cavity and removed the infected mesh with electrocautery and scissor dissection. The edges of the fascia were cleaned off and then approximated with a #1 pds double strand. A drain was placed in the subcutaneous tissue and clips were used to close the skin. A sterile dressing was applied. The patient tolerated the procedure well. All sponge, needle and instrument counts were correct at the end of the case.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ¿ (B)(6) 2012: (B)(6) medical center. (B)(6) do. History and physical. Chief complaint: infected mesh. Present illness: emergent hernia repair, has hernia and drainage, occasional fevers and cellulitis. Failed debridement. Abdominal exam: soft, tender periumbilical, occasional wound drainage. Past surgical history: multiple abdominal wall hernia repairs. Cholecystectomy. D&c [dilatation and curettage]. Assessment: infected mesh. Plan: removal of mesh . Explant date: (B)(6) 2012 (hospitalization (B)(6) 2012) ¿ (B)(6) 2012: (B)(6) medical center. (B)(6) do. Discharge summary. Admission and discharge diagnoses: infected incisional hernia mesh. Multiple abdominal wall hernia repairs. Rosacea. History: this is a 57-year-old female with infected mesh that failed conservative management. She was here for surgical evaluation and treatment. Hospital course: the patient was admitted on (B)(6) 2012 and underwent removal of mesh with placement of a drain. The patient will go home and will follow up with dr. Schneider in the office. The patient is going home on oxycodone and keflex. The patient had the drains draining and she understands she cannot shower at this time. She will follow up with dr. Schneider this week . ¿ (B)(6) 2012:(B)(6). (B)(6) md. Pathology. Diagnosis: skin, soft tissue and mesh, abdomen, removal: benign fibrofatty and skeletal muscle tissues with mesh. Focal acute, chronic and foreign body inflammatory reactions. Clinical history: infected mesh. Gross description: ¿labeled ¿mesh and tissue from abdomen¿ are multiple portions of rubbery tan-yellow to maroon tissue, 15.0 x 8.5 x 4. 5 cm the tissue shows prominent tan to yellow discoloration and softening with areas of suture material. The largest fragment shows possible overlying skin, 4.0 x 3.0 cm and underlying tan to yellow meshlike material. Tissue is representatively sampled .¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.